Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for crpl3 c-reactive protein gen.3 (crp) on a cobas 8000 c 702 module (c702). Only the crp test was affected, results from all other assays were consistent. The sample initially resulted as < 0.3 mg/l and this result was reported outside of the laboratory to the clinicians. A doctor questioned the result, so the sample was repeated. The sample was repeated twice, resulting as 202.05 mg/l and 189.56 mg/l. No adverse events were alleged to have occurred with the patient. The crp reagent lot number was 256612. The reagent expiration date was asked for, but not provided. Quality controls tested before and after the event were ok. Precision studies were performed and the results were ok. Upon review of the reaction monitor, the curve was typical for a reaction where no sample was pipetted. This would indicate that the issue was a patient specific sample quality issue.